Event description:
A malfunction was reported, specifically a momentary power loss to the vibrator motor identified by malfunction code 12. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, and after doing so, the malfunction did not recur. The customer was advised they could continue using the pump and to contact support again if the issue reappeared. The customer acknowledged and understood these instructions.